Manufacturer narrative:
Additional information: event site state: (B)(6). A getinge field service engineer (fse) confirmed the reported issue and found problem in safety disk, replaced safety disk assembly and passed pneumatic test. Device passed all functional check and safety tests according to factory specifications. Device was return to customer for clinical use. The suspected faulty part was sent to getinge's failure analysis and testing (fat) for evaluation. The failure analysis and testing department performed visual inspection of the part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all manifold leak tests and passed within factory specification. The failure analysis and testing department could not verify the failure message of pneumatic leak test fails. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. Safety disk passed testing. Retained safety disk in the fat dept, as per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check before use, the cardiosave intra-aortic balloon pump (iabp) failed pneumatic leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).